Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: lumbar posterior fusion, levels implanted: l2/3 pre-op diagnosis for revision surgery: right l2 screw ruptured the spinal canal. It was reported that on an unknown date, post-op, the screw ruptured the spinal canal. Revision surgery had to be performed on (B)(6) 2016. The surgeon performed preparation of the screw hole and reinsertion of screw. The same product was used during replacing the screw under the surgeon decision. The product came in contact with the patient. Patient complications were reported. The screw at l2 right went into spinal canal maybe rupture was too much.